Event description:
It was reported that pump displayed cartridge change error and customer was unable to successfully load cartridge despite following on-screen steps. There was no reported impact to the customer¿s blood glucose level. Customer confirmed cartridge o-ring and pneumatic area were clean, completed new cartridge fill with support, then was advised to switch to multiple daily injections as backup, place pump in storage mode, and return it; technical support arranged replacement pump, confirmed shipping details, and instructed customer to re-enter pump settings and reconnect continuous glucose monitor on replacement device.